Event description:
It was reported that the device turned off once when the patient was in the shower and twice while he was asleep. It was also reported that the patient went through a store theft detector, and did not know whether that had turned the device on or off. Additional information has been requested, but was not available as of the date of this report.